Event description:
The customer reported a crack in the transducer head involving an olympus ultrasound gastrovideoscope. It was unspecified when this issue occurred. There was no patient harm reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.